Manufacturer narrative:
The product associated with this batch was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complainant reported foreign matter in/on product packaging.

Manufacturer narrative:
Based on the info provided this event is deemed a reportable malfunction. Additional event info has been requested from the reporter. To date no additional details have been provided. Should a return sample or additional info become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014.